Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately seven (7) years and six (6) months, was explanted due to aortic stenosis. This device was originally implanted for aortic valve replacement. This device was explanted and replaced with a 21mm edwards valve. The patient status was unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissure 3 bent, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had a 1mm tear near commissure 3, and leaflet 3 had an 8mm tear near commissure 3. Calcification was observed near both tears. The sewing ring was cut around leaflet 1 and exposed the wireform at the inflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.